Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 1.2 doesn't open all the way, all the cubies open halfway hard for rn to pull medication. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary , the drawer 1.2 doesn't open all the way, all the cubies open halfway hard for rn to pull medication. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional information: b1, b5, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer in half height 1.2 did not extend fully, which prevented the last row of cubies from opening completely, making it difficult to pull medication and additionally, some debris was found after removing the back panel. A field service engineer rebooted, and diagnostics were run to confirm all drawer components were functional and replacement drawer was ordered, and the drawer was visually inspected prior to installation and successfully assigned. Then the bus wires were inspected for damage (none found), and all connections were reseated, and debris was cleared from the back panel area. The system functioned as intended after the field service engineer repaired the device.